Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# unknown, explanted: (B)(6) 2018, product type: lead; product ID: 3708160, serial# unknown, explanted: (B)(6) 2018, product type: extension. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The chronic pain patient reported through a manufacturer representative that they experienced ¿pain like burns¿ at the implantable neurostimulator (ins) implant site in their left lower abdomen. It was noted the issue occurred after the patient was taken by ambulance to the hospital, where they underwent an MRI. There was no implant noted at the time of the MRI, though it was reported the patient may have told the hospital that an ins was implanted; however, the MRI image was still conducted at the discretion of the hospital. The implant site was hot and painful while the MRI imaging was performed. It was noted that impact from the MRI-unsafe implanted product may had led or contributed to the event and that the cause of the issue was that the patient was sent to the hospital in an emergency without their implant note. The physician considered that there was a high possibility that the smell like burns was just the patient's imagination. Though the patient¿s system was replaced, it was noted this was ¿not because the ins and lead were damaged due to MRI imaging, but because the patient¿s right lower limb was painful too while the patient originally only had left lower limb pain and the ins had nearly reached the longevity.¿ the patient¿s system was replaced as a result of the issue and it was noted that according to the physician, ¿something like burns was not observed¿ at the implant site. The issue was resolved as of the time of report. There were no further complications reported or anticipated.